Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported by patient's attorney that patient underwent a right hip arthroplasty in 2008, in which patient received a durom acetabular cup. Post-op, patient experienced pain and was revised at approximately 8 months later.